Manufacturer narrative:
Initial and final MDR 2577346 - device 2 of 2 this emdr is being submitted for unknown number quantity

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issue with multiple infusion sets on (B)(6) 2026 as the cannula was found bent which was in use for about 48 hours and there was bleeding at the site. The patient replaced infusion sets and resumed insulin successfully. No further information available.